Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert/notification settings issue occurred. The product was evaluated. An exterior visual inspection was performed passed. Receiver charge was performed and passed. Functional test was performed and failed including audio test and serial number verification. Alarm/alert manual test was performed and failed. Speaker/vibrator resistance measured was performed and passed. Internal visual inspection was performed and failed. The performance data was reviewed finding assembly error related to the complaint. The allegation was confirmed as no audio output. The probable cause was determined to be assembly error via product. No injury or medical intervention was reported.